Event description:
It was reported that during a follow-up check it was noted that the thresholds on the right atrial (ra) lead had jumped to high levels since implant approximately three weeks earlier. The amplitude was increased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).